Event description:
It was reported that during a tumor ablation procedure, cold pixels were witnessed. No patient complications were reported in relation to this event. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.